Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and cracks through the plunger driver sleeve were observed. The reported condition was verified. The cause was determined to be from the plunger driver sleeve. The plunger driver sleeve requires replacement or calibration to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed plunger driver force test. The plunger driver sleeve had cracks. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.